Event description:
It was reported that approximately one week prior to this event, the patient had gone to theatre for major surgery, but had a severe reaction to something before the operation commenced. The operation was cancelled and the patient had various tests to find out what had caused the reaction. It was found later that the patient was allergic to chlorhexidine. The patient returned to theatre for major surgery and another central venous catheter (cvc) was inserted into the patient. The patient went into anaphylactic shock and was transferred to the ICU. The patient's condition has subsequently improved. Sales representative was informed that the anesthesiologist didn't realize, there was chlorhexidine in the cvc. Device will not be returned for evaluation.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.